Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr, customer meter with customer strips: 2.1 inr. Donor 2: retention meter with master lot strips: 2.6 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient also noted that she received an error on the meter when trying to get a result. The patient tested a sample on the meter and initially received an error. The patient collected a sample from a new finger and tested it on the meter at 4:43 p.m., resulting as 5.6 inr. The patient reported the value to her doctor. Both the doctor and patient did not believe the value. The patient contacted customer support, then tried testing a sample from a new finger. The patient inserted a test strips and received an error. The patient then realized that the test strip had been previously dosed. The patient inserted a new test strip and collected a sample from a new finger. The patient tested the sample on the meter around 6 p.m. And it resulted as 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient is in good condition. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient did not have any known hematocrit issues. The patient did not have antiphospholipid antibodies or lupus. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any medication dose changes, diet changes, new medications, or new illnesses. The patient did not have any bleeding or bruising. The patient did not have any special or unusual diet. The meter had not been cleaned, but appeared to be clean. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.